Event description:
The manufacturer received information alleging the circuit calibration had failed on the device. There was no harm or injury reported. A philips field service engineer (fse) was dispatched to the customer site for this issue. The philips fse evaluated and determined that the active exhalation valve had failed on the device. The philips fse replaced the active exhalation valve to resolve the issue. After replacing the part on the device, the device is working properly.